Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingo-oophorectomy, right essure removal). At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: pathology diagnosis: right ovary, resection of cyst, hemorrhagic luteum cyst. Right fallopian tube, segment resection-completely transected fallopian tube. Extending the luminal aspect of the tissue is coiled portion of silver metal grossly consistent with an essure contraceptive device. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingo-oophorectomy, right essure removal). At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: pathology diagnosis: right ovary, resection of cyst, hemorrhagic luteum cyst. Right fallopian tube, segment resection-completely transected fallopian tube. Extending the luminal aspect of the tissue is coiled portion of silver metal grossly consistent with an essure contraceptive device. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.